Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported by the end user, the soft tip of the catheter broke off in the patient during the procedure. The tip of the catheter was successfully snared and removed from the patient. No harm or injury was reported to the patient due to this incident. The procedure was successfully completed with another new of the same device.